Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked from the top seam. This event occurred during preparation of the deice. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and revealed that during manufacturing, a leak test had been failed due to poor seal thickness on the seal welder. All affected units were scrapped. Improvements on the thickness and indexer system were made on the machine. The machine was re-verified and the production was resumed per procedure. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.